Event description:
Pt post status lumbar fusion l2 to s1. Patient complained of pain, an x-ray revealed s1 locking cap pulled off of the screw head and at l5 the cap came loose from the 3-d head on the pre-assembled screw. Surgeon removed hardware and replaced the locking caps. Surgeon noted the pt was non-compliant. This is one (1) of three (3) reports for this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide manufacture date without a lot number or device provided. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.